Manufacturer narrative:
(B)(4) - the device was manufactured 04/28/2015 - 04/29/2015. The device was received for evaluation. Visual inspection revealed that the tubing had separated from the y-site. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set fell apart while it was being set to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported that "the tubing came apart at the top of second y-site". Should additional relevant information become available, a supplemental report will be submitted.